Event description:
A 2.25 mm diameter x 30 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a 3rd marginal lesion. Lesion morphology was reported as moderate tortuosity and severe calcification with 90% stenosis. It is unk if the lesion was pre-dilated. The physician inserted the endeavor 2.25 x 30; in an attempt to reach the site through a previously deployed stent. The physician was attempting to deliver and deploy the endeavor drug-eluting stent into another MFR's drug-eluting stent. The stent was unable to cross the lesion and was removed. The lesion was pre-dilated. The endeavor drug-eluting stent was re-inserted; however, it was unable to cross the lesion. The delivery system was removed and at that time, it was noted that the stent was not on the balloon. (MFR report# 2953200-2008-00887). The physician used fluoro to locate the stent in the left main. A sprinter legend was inserted in an attempt to deploy the undeployed stent; this was unsuccessful. It was reported that the physician also attempted unsuccessfully to snare the undeployed stent; this only moved the stent further down the artery. A balloon was used to crush the endeavor drug-eluting stent against the vessel wall in the proximal circumflex. A second endeavor 3.0 x 24 was implanted in the 3rd marginal; however, when the delivery balloon was inflated to 8 atm, it burst. (MFR report# 2953200-2008-00888). The pt is reported to be stable. Please note that this device is distributed outside the united states.

Manufacturer narrative:
(Other, secondary intervention) - pending additional info.